Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 19.8 mmol/l. The customer stated that the pump suspended twice due to the sensor being out. The customer stated that they woke up with high blood glucose readings and treated with the pump. The customer stated that they calibrated the sensor and had a reading of 21.9 mmol/l. The customer's isig value was 48.29. The customer stated that there was no bleeding during the insertion. The customer was advised to remove the sensor of the alert persist. The customer will be sent replacement sensors.